Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated their implantable pulse generator (ipg) exhibited a pacing rate lower than the programmed parameters as they noticed an episode on their (B)(6) where their heart rate went to "43bpm". The ipg remains in use. No further patient complications have been reported as a result of this event.